Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was unable to communicate with the external device. Troubleshooting was attempted to no avail. As a result, surgical intervention was undertaken on (B)(6) 2017 where the scs ipg was explanted and replaced. Effective therapy was restored post-operatively.